Manufacturer narrative:
The monopolar curved scissors instrument accessory has as not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while using the monopolar curved scissors instrument with the tip cover accessory installed, arcing was observed. No patient injury, harm or adverse outcome was reported.